Event description:
Customer received intermittently believable pt sodium results which were subsequently found to be incorrect when tested on another analyzer. Four pt examples were provided of which only the following two pt examples were discrepant occurring on (B) (6) 2009. Repeat testing performed on another analyzer-method or analyzer used was not provided. Sample 1, initial result gave 125; repeat gave 139 mmol per l. Sample 2, initial result gave 122; repeat gave 134 mmol per l. No info was provided to determine if erroneous results were reported of if the pts were adversely affected. On (B) (6) 2009, the ise unit was exchanged and new electrodes were fitted on this analyzer. If add'l info is received, appropriate notification will be provided.